Event description:
The artery below the knees replied on collateral circulation. During the procedure, the physician inflated the savvy balloon to 6atm, however, it could not be deflated. The physician tired several times but failed. Physician had to withdraw the balloon by force. After that, the physician changed to a invatec balloon to complete the procedure. The result was good, with no impact to the patient. The contrast used in the procedure was from ge iodixanol, the contrast to saline ratio was 1:1. The savvy balloon prepped normally and was able to maintain negative pressure. There was no resistance/friction while inserting the device through the guide catheter. A merit indeflator was used for the procedure. The indeflator was successfully used with other devices.

Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
Information received from an affiliate indicated that the physician encountered deflation difficulty with a savvy pta balloon. The patient's medical history is significant for hypertension and diabetes. In recent years, he was treated with pta and stenting for 4 times. He was treated with a smart stent on his carotid artery and sfa. In this procedure, the stent implanted on sfa was in-stent restenosis (stent unknown), his popliteal artery and fibular artery was occlusion with long length and calcified. The artery below the knees replied on collateral circulation. During the procedure, the physician inflated the balloon of a 3x10 savvy to 6atm, however, it could not be deflated. The physician tired several times but all failed. So he had to withdraw the balloon by force. After that, the physician changed to use invatec balloon and the implant of a smart stent to complete the procedure. The result was good, no impact to the patient. The contrast used in the procedure was from ge iodixanol, the contrast to saline ratio was 1:1. The savvy balloon prepped normally and was able to maintain negative pressure. There was no resistance/friction while inserting the device through the guide catheter. A merit indeflator was used for the procedure. The indeflator was successfully used with other devices. A little friction had been felt advancing the device to the lesion and there was a little difficulty crossing the lesion. The device was returned for analysis. (B)(4): one non sterile catheter savvy 3.0mm x 10.0cm 120.0cm was received coiled inside a plastic bag. Contrast medium was observed on the unit. The balloon was received partially inflated. The inner body was elongated. The tip was wrapped by the balloon .the proximal marker band was found out of its original position and positioned in the proximal seal of the balloon. The distal marker band was found compressed and correctly positioned. No other anomalies were noted on the returned device. A functional test was not possible due to the restriction of flow due to the elongation of the outer body; elongation of the body was related to the physician withdrawing the device by force, reducing the diameter for inflation or deflation. Cross-sectional analysis was performed and the proximal marker band was found loose over the inner body. Marker band glue residues were observed approximately 9.0cm from the distal tip end. Sem analysis was performed to identify the cause of marker band out of position. The marker band was found out of position; the portion of glue located distally from the marker band was found out of its original position; the portion of glue placed proximally from the marker band was not found, it is possible that it detached from the body after the cutting of the sample. The reason for this marker band and glue movement could not be conclusively determined. The body shaft was measured and it was found out of specification because of noted elongation on it, the catheter shaft diameter specification for proximal section is minimum : 1.0 mm & maximum : 1,08 mm, the actual measure reading was 0.84mm, this reading was found out of specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of balloon deflation difficulty was confirmed through failure analysis. The failure of the device is most likely procedurally related, resistance and difficulty crossing the lesion, thus pushing the proximal marker band to a more proximal position thereby causing an obstruction of the lumen. The inner body most likely became elongated during withdrawal of the device. After review of the reported information and the failure analysis there is no indication that there is a design or manufacturing related issue therefore no corrective action will be taken , as the issue is most likely related to the procedure and the vessel/lesion characteristics.